Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles in tubing chamber,strange odour,device is noisy,burning/smoke/electrical odour,nasal/throat irritation or soreness & device is causing her to fall out of bed due to not being able to get her balance. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 25, 2024 and section h11 should be reported as: the manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged visualization of particles in tubing chamber, strange odor, device is noisy, burning/smoke/electrical odor, nasal/throat irritation or soreness & device is causing her to fall out of bed due to not being able to get her balance. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed dust like contamination on the front panel. An unknown contamination on the top enclosure. An unknown brownish contamination at the rear of the top enclosure. Dust like contamination on the rear panel. Signs of a dried liquid inside the iso port, indicating possible liquid ingress. The bottom enclosures anti-skid pads appear to have, possibly been melted and are leaving a sticky substance behind. A brownish contaminant is seen along the lip of the top enclosure. They observed a dust like contamination along with a liquid stain in the bottom enclosure, indicating possible liquid ingress. A heavy coating of a brownish contaminant is observed along the lip of the bottom enclosure. A whitish dust like contamination is found on the blower cap seal, blower and inner rim of the bottom of the blower. A keratin like substance is observed at the blower box outlet. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were not able to confirm the customer complaint and unable to directly address the patients symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.